Manufacturer narrative:
(B)(4). (No code available for "change in surgical procedure"), neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient with vertebral compression fracture, underwent balloon kyphoplasty. Intra-op, upon placement of the osteo-introducer and biopsy, a balloon was placed into broken vertebral body. Upon attempting to inflate the balloon it had not inflated. Another balloon had not inflated under fluoroscopy so the surgeon had taken the balloon out and had checked it using radiopaque dye. It had leaked as the surgeon turned the inflation syringe. It seemed like a bond was bad where the balloon and shaft met. That's where it had leaked. The surgeon ended up doing a vertebroplasty due to not having a balloon. No patient complications were reported. There was an overall delay in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.